Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right total knee replacement due to knee pain. The patella was resurfaced, and depuy cement was utilized. The surgery was completed without indication of complication by the surgeon. Patient received a right total knee revision due to pain, loosening of the tibial component at the cement to implant interface and poor patella tracking. Upon entering the joint, adhesions were encountered. All components revised. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2017, dor: (B)(6) 2018, right knee.